Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal balloon dilatation procedure performed on (B)(6) 2024. During the procedure, a pinhole was noticed. The air pressure was increased with an inflator however it could not be dilated easily. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.